Event description:
It was reported that during a aneurysm embolization procedure, the subject guidewire could not be pushed into microcatheter. When the operator withdrew and checked the subject guidewire, it was found that the coating at tip of the subject guidewire was very thick and when rubbed the coating peeled off. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1: adverse event/product problem ¿ corrected - no ¿product problem¿. H1: type of reportable event ¿ corrected - no ¿malfunction¿. H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. On visual/microscopic inspection it was noted that the core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated, and the distal tip was found to have increased od. There was no roughness or coating peeling noted. There were no other anomalies noted. Functional inspection shows guidewire difficult to insert functional test ¿ fail. The device was advanced through the demo microcatheter. There was friction noted during inserting the guidewire into the catheter. Guidewire distal end coating issue functional test ¿ fail. The hydrophilic coating was hydrated, and the distal tip was found to have increased od (within device spec). There was no roughness or coating peeling noted. Hydrophilic coating peeling functional test ¿ n/v. Not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to insert and guidewire distal end coating issue were confirmed during the analysis. The reported hydrophilic coating peeling was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the dispenser hoop was flushed and there was no resistance encountered when removing the guidewire from the hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, a microcatheter (non-stryker device) was used in conjunction with the guidewire, the introducer was used with the guidewire, the guidewire tip was not shaped, and the guidewire was front loaded during insertion. During analysis, the guidewire was soaked in water and inspected wet. The hydrophilic coating was intact with no roughness or coating peeling noted. Therefore, the as reported ' hydrophilic coating peeling' was not confirmed as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. The guidewire distal shaft revealed slight uneven swelling/bulge on its distal tip when wet. When dry after approximately 10 seconds, the swelling/bulge had disappeared. This is a cosmetic issue and there is no damage to the coating. During the dimensional inspection, the od's were confirmed to be within specification when the device was both wet and dry. During the functional inspection, the guidewire was inserted into a flushed demonstration microcatheter and slight friction was noted. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire difficult to insert', the as reported ' guidewire distal end coating issue' as well as the as analyzed 'device has cosmetic/appearance issue' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a aneurysm embolization procedure, the subject guidewire could not be pushed into microcatheter. When the operator withdrew and checked the subject guidewire, it was found that the coating at tip of the subject guidewire was very thick and when rubbed the coating peeled off. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.